Event description:
It was reported that prior to the start of a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, user noticed that there were scratches on the pulley cover of the maryland bipolar forceps instrument. The instrument was removed and replaced with a backup. Following this, the user continued with the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the thermal damage was found prior to the procedure, so arcing did not occur during the procedure. There was no patient injury. The instrument was not used at all. The reporter did not know if there was report of arcing during the instrument's previous use. Patient information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have thermal damage. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.